Event description:
Patient gave herself her 3rd injection (she did receive training at mdo) and the pen needle would not come off the pen. She tried multiple times (said she ended up cutting her finger on it too). She called tymlos MFR and gave lot number and exp for both ndl and pen to (B)(6). Patient said she was about to walk out door, so didn¿t have a chance to get her magnifier out to give me the lot numbers also. Case # (B)(4). Products being sent by patient to MFR of tymlos.